Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic adrenalectomy, the device failed to be removed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon, valve seal and doors appeared intact as well as a dried substance around the connection. The insufflation bulb was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The obturator could not be removed due to an incorrect application of adhesive. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.